Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A clinical evaluation was performed and noted that although it was reported that a patient required a closed reduction in the or for dislocation, no supporting clinical documentation was provided. A thorough medical investigation could not be performed. No further medical assessment is warranted at this time. Without the return of the actual product involved and no product information, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that medical intervention was performed. The patient presented with a dislocated journey ll knee. She was close reduced in the operating room.